Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted (B)(6), 2010.according to the complainant, the patient experienced an unknown injury.according to the physician, the patient did not present with any complications during a follow-up visit. The date of the follow-up visit was not provided. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.